Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that they noticed surface cracking of the catheter. They use amuchina 50% for disinfection of the surface of the catheter. It was noticed the catheter was originally placed in 2011. Follow up information received (B)(6) 2012 states the surface cracks occurred on the repair kit, not on the original catheter. It seems the surface appears "chapped". There was no delay in treatment and no patient death or complications were reported.